Event description:
It was reported by the attorney that following an open reduction and internal fixation for fracture of the right hip, the pt experienced continuous drainage from the incision site with accompanying pain. The pt subsequently underwent a second surgical procedure for treatment of infection which two pins were removed. A third procedure replaced the pins and reset the hip. The pt is now doing well.